Manufacturer narrative:
On (B)(4) 2013, the site was contacted to request additional information regarding the reported complaint. It was indicated that two procedures were performed, a hysterectomy and a sigmoid resection, and the vessel sealer worked fine sealing uterine vessels. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The instrument was received for evaluation on (B)(4) 2013. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si sigmoid resection the vessel sealing instrument, after being used several times during the hysterectomy portion of the surgery without any incident, the surgeon noticed that the cables were broken and could see exposed sheathing of electric cautery wire upon reintroduction into the abdominal cavity using the endoscope of the davinci robot. The surgeon decided to use another ligature device to finish the case, sigmoid resection, due to cost. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the drive cables were broken at the distal end of the snake wrist. The broken cable segments stuck out of the wrist. The motion was no longer intuitive due to the cable breakage. Engineering also found upon visual inspection the blade was exposed between the grips. Biodebris was found in one blade track. Neither blade cable nor the blade was bent. The one conductor wire had damage to the insulation near where the wire entered the grip. The bare wire was exposed. The instrument passed electrical continuity testing. Engineering also observed that the proximal pitch/yaw snake wrist disc was dislodged from the tube adapter. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. Remote fe review showed various incomplete cut errors and multiple installations of the same instrument. Roughly three hours after the initial installation, the blade jammed. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.